Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the adaptor is cracked, but the tab broke off. It is stated the tab was not broken at the time of surgery. Based off the information provided, the most likely cause for the reported failure is user-applied mechanical forces.

Event description:
It was reported that during a universe reverse prosthesis surgery the blue plastic of the inserter for the base plate cracked but nothing broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.